Event description:
The ventilators top display screen started scrolling erratically and highlighting different options. When the screen lock button was pressed, the display stopped scrolling. The machine did not exhibit the problem with the lock key pressed.